Event description:
A peritoneal dialysis pt reported leak in front and back of the cycler. Fluid was also identified inside the cycler. The pt was not exactly sure where the leak came from. Pt did not take any prophylactic antibiotics. Pt's effluent remained clear. Samples were disposed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.